Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was found to have insulation damage which exposed the conductor during a device change-out procedure. Acceptable measurements were observed when the pacing system analyzer (psa) was used. Pacing inhibition was observed when the lead was then connected to the device. The physician requested medical adhesive, which was found to be expired. The physician chose to use the expired medical adhesive. The medical adhesive was applied and the lead, while inserted into the device, provided good measurements. No additional adverse patient effects were reported. The lead remains in service.